Manufacturer narrative:
No sample has been returned for evaluation for the report of being blunt therefore, the condition of the product could not be verified. A photo of the packaged product is attached to the parent complaint file and has been reviewed by the investigation site. The photo shows the tyvek lid stock only. The lot number and product information shown matches what is reported in the complaint. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. A knife sample was not returned and the device history record review of the provided lot number indicates that the product was processed and released according to acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned to manufacturing for evaluation for the report of blunt therefore, the condition of the product could not be verified. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A health professional reported that three knives were noted to be blunt upon examination under the microscope. The knives were subsequently used during two surgeries resulting in poor incision quality, but no harm to any patient. Additional information has been requested.